Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that during an incoming inspection, an astral device displayed a battery inoperable error message. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs found system fault (sf 182) indicating battery lost communication with the device. Performance testing was able to reproduce the device faults and confirmed the reported complaint. Review of the battery logs showed that the battery was not defective. The investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).